Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a ventral hernia repair with mesh. She had revision surgery 1 year and 1 month post surgery. The patient experienced pain, and recurrence.